Event description:
This report is being filed after the subsequent review of the following article: daubs, m. (2005) early failures following cervical corpectomy reconstruction with titanium mesh cages and anterior plating, spine 30: 1402-6. USA article. This was a retrospective analysis of 27 consecutive patients who underwent anterior cervical corpectomy reconstructed with titanium mesh, local autologous and fixed anterior plating. One surgeon performed all surgical procedures. Four patients were lost to follow-up. There were 13 males and 10 females. The diagnosis was cervical stenosis with myelopathy in 22 patients and cervical burst fracture in 1 patient. The objective of the study was to evaluate the use of titanium mesh cages in the reconstruction of the cervical spine following corpectomy. Patients were observed for an average of 28 months. A syn-mesh cage (synthes, (B)(6)) was used in 1 patient. Cages from another manufacturer were used in the other patients. All cages were stabilized with a fixed anterior cervical plate. A synthes cervical spine locking plate (cslp, (B)(6)) was used in 22 patients. A plate from another manufacturer was used in the other patient. A complete corpectomy was performed using a standard channel technique. Fifteen patients underwent a 1-level corpectomy, 6 a 2-level corpectomy, and 2 underwent a 3-level corpectomy. For (B)(6) year-old male with superior subsidence of screws and cage into c4 that resulted in kyphosis. This is report 8 of 10 for com-(B)(4) this report is for: unknown (cslp) screw. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Daubs, m. (2005) early failures following cervical corpectomy reconstruction with titanium mesh cages and anterior plating, spine 30: 1402-6. This report is for an unknown cslp screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.